Event description:
Approximately 14 months post implanted, this pt experienced an instent restenosis of a cypher stent in the left anterior descending artery (lad). This was treated with re-intervention (pci) and the placement of an additional stent. This pt was admitted to the hospital for treatment of a lesion in the lad. A 3.0 x 33mm cypher stent was implanted. The pt was discharged and was taking the following medications: actos, adlat, omeprazole, plavix, aspirin, valium, lexapro, altace, toprol xl, zocor, zetia, glyburide, lorazepam, and tamsulosin. Approximately 14 months later, the pt underwent a stress test, which showed ischemia in the area of the cypher stent. Re-angiography showed the stent to be restenosed, according to the pt. This was treated with re-ptca and the placement of a taxus (boston scientific) stent.